Manufacturer narrative:
The software investigation determined that they were unable to determine the probable cause of the event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. No parts were replaced and no failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that while trying to register the patient the registration mode kept disappearing and returning while displaying the error message "view inoperable." There was only one CT exam loaded. The clinical specialist (cs) attempted to exit and return to the registration tab without resolution. The cs then tried to zoom in and out on the registration model without resolution. The cs then pulled the system out of the surgery and it was noted that troubleshooting was planned for the next day. The procedure was completed without navigation and a less then hour surgical delay. There was no impact on patient outcome. It was noted that a probable cause was due to a corrupt image exam.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that while trying to register the patient the registration mode kept disappearing and returning while displaying the error message "view inoperable." There was only one CT exam loaded. The clinical specialist (cs) attempted to exit and return to the registration tab without resolution. The cs then tried to zoom in and out on the registration model without resolution. The cs then pulled the system out of the surgery and it was noted that troubleshooting was planned for the next day. The procedure was completed without navigation and a less then hour surgical delay. There was no impact on patient outcome. It was noted that a probable cause was due to a corrupt image exam.